Manufacturer narrative:
Additional information: sections b.3, d.7, & d.10 the recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced an electro-static discharge event. The recipient presented with a hematoma near the implant site. The recipient's hematoma healed. The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short from the power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock and sound quality issues. The recipient is presenting with facial nerve stimulation with initial lock. External equipment was exchanged and the loss of lock issue resolved. Programming adjustments were made, however, the sound quality issues and facial nerve stimulation did not resolve. Revision surgery will be scheduled.